Event description:
Pt was bleeding, which stopped after the procedure. Charred skin was clipped and two stitches were placed. The biopsy was successful. Target calcifications were contained in the sample.